Event description:
A surgeon reported off-centered treatment in a patient after lasik surgery. The surgeon was not willing to provide further details. This is one of two reports being filed for this facility. This report is for the second patient.

Manufacturer narrative:
The clock start date on the MDR was originally reported as (B)(6) 2015, the correct date should have been (B)(6) 2015. (B)(4).

Event description:
Additional information was provided by the surgeon who clarified that there was no decentered treatment and the information previously provided was not correct. During the second postoperative visit the surgeon observed the event was postoperative epithelial growth that seemed astigmatism in topographies. The patient was reported to be recovered.

Manufacturer narrative:
Evaluation summary: no material was returned for evaluation. The system history shows that the laser was verified successfully prior and after the date of treatment. At the visit on site the field service engineer (=fse) checked the eye tracker and found it meets the specifications. Log files review shows there is no suspect entry related to the reported issue. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The issue was determined to be unfavorable new growth of the epithelium after the treatment. The surgeon stated that both patients recovered completely bilaterally. No technical root cause was identified as the product was found to be within specifications. The root cause for the unfavorable new growth of the epithelium after the treatment is a transient/temporary impact of the eye surgery, unrelated to the performance of the device. (B)(4). No longer apply based on the latest information received and have been removed from this file. (B)(4).

Event description:
Further information was provided through a company representative. The patient experienced bilateral astigmatism. According to the company representative, the event was due to the patient's eye not being parallel to the ceiling (eyes tipped up at the back). The side of the eye closer to the patient's foot was overcorrected in comparison to the other side, which was undercorrected. This is one of two reports being filed for this facility. This report is for the right eye of the second patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
(B)(4).